Event description:
It was reported that the device exhibited an air in line alarm. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, manufacturing plant address, city, state, zip code, manufacturing plant country, and d4 - primary UDI number; correction. D9: date returned to mfg.: 4/1/2025, h3 and h6. Codes: updated. Seven device samples were received in used condition in a plastic bag. Three of the reported lot number and four from different lot numbers. No defects were noted during visual inspection. Functional testing was performed on all the device samples and all passed. The complaint could not be confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.